Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the video communication failure and it might have not transmitted to the video processor due to the camera cable damage of the subject device. Since there was no irregularity on the manufacturing history (DHR) of the subject device, the camera cable damage might have been occurred due to the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. It was found the cable had internal signs of twisted wires. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed when the subject device was plugged into the camera stack during the preparation for use. In addition, there was a slight flickering in the conner of the image. There was no patient injury associated with this report.